Manufacturer narrative:
Investigation by (B)(4) service center in (B)(4) found that pump event log had error code 13. Pump pcb board was replaced. This MDR is being submitted because this device is similar to a device marketed in the united states.

Event description:
Information received from (B)(4) service center in (B)(4) indicates that pump experience error code 13.